Manufacturer narrative:
Analysis of the returned device identified weight of the device is within specification, crease fold, deformation, and wear abrasion. Cloudiness in the gel was observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The unit is not ruptured.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.